Event description:
It was reported that the patients ipg was suspected to have a leak in the header. It was also noted that the patient experienced inadequate stimulation due to a suspected lead fracture. Additional information was received that the physician documented that there was no indication of leak in the battery and there was no device malfunction.

Event description:
It was reported that the patients ipg was suspected to have a leak in the header. It was also noted that the patient experienced inadequate stimulation due to a suspected lead fracture. Additional information was received that the physician documented that there was no indication of leak in the battery and there was no device malfunction. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Event description:
It was reported that the patients ipg was suspected to have a leak in the header. It was also noted that the patient experienced inadequate stimulation due to a suspected lead fracture.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073379 /7056543.